Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The device activated an overtemp alarm shortly after running. The event occurred during start-up.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was replicated. The root cause is due having a bad heater. It was found that the water was not circulating due to the seized motor. During the visual inspection, it was found that the remove disposable label and the aux seal were not included with the unit. The heater, device motor, and the remove disposable label and aux seal were replaced.